Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated probably since friday, their ins battery had not been staying charged. Pt said they would charge to 100% at 6pm, but then by 8am the next morning the ins battery would be drained. Pt said the ins battery used to last until 3-4pm. Patient services (pss) asked, pt had not had any changes in programming/settings and no falls recently. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.